Event description:
It was reported when using the bd sharps collector 1.5 qt, the device experienced the lid being difficult to close/ does not close. The following information was provided by the initial reporter. The customer stated: this is a report about the sharps collector's lid not remaining shut. According to the customer's report, the lid is shut but is not remaining shut and is soon open.

Manufacturer narrative:
Investigation summary: according to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot number reported (288902) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. As part of the information, a video was received showing the failure experimented by the customer in order to determine the root cause of this issue. However, it is not clear how the lid was assembled to the base and how much force was used to press down the cap. Also, the storage and handling process by distributor and end user is not provided and it is required for the investigation due to the product was manufactured 1 year ago (oct-16-2020) and could have deformations from an incorrect storage (damaged product). Additionally, the product IFU (instruction for use) is included in each box to explain how the temporary and final closure method of the cap should be followed. However, if the method established within the IFU is not followed then the temporary or final closure will not function as intended. Based on this investigation this issue cannot be determined as related to the manufacturing process due to the information provided by the customer leads more to customer misuse. There is a bd sharps collector IFU in each box that contains clear installation steps how to perform the temporary and final closure method without any issues. Furthermore, there is no information regarding the storage and handling process of the product (due to it was manufactured on oct-16-2020). If additional information then, a new investigation path will be initiated to determine the root cause of this issue. All the complaint information was captured for tracking and trending purposes.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd sharps collector 1.5 qt, the device experienced the lid being difficult to close/ does not close. The following information was provided by the initial reporter. The customer stated: this is a report about the sharps collector's lid not remaining shut. According to the customer's report, the lid is shut but is not remaining shut and is soon open.